Event description:
It was reported that the patient presented to clinical follow-up. Upon examination, it was noted that the active right atrial lead was found to be dislodged and causing diaphragmatic stimulation. Additionally, it was also noted that the previously implanted right atrial lead was capped and replaced on (B)(6) 2019 for unknown reasons. The physician explanted both the active atrial lead and previously capped atrial lead and replaced. The patient was in stable condition.